Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other ni) h10: the device was received for evaluation. Unaided eye visual inspection along with magnification was performed which observed particle matter inside the fill port connector. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition was not determined, however possible causes include customer handling or manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in the fill port of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as black particulate matter which was in the filling port during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.